Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned severed into two segments at 18.5 centimeters (cm) from the terminal pin. Visual inspection noted calcified bodily fluid on the distal shocking coils. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip again noted the presence of calcified bodily fluid on the distal shocking coils. Laboratory analysis noted that depending on the amount of calcification on the lead prior to explant, the impedance and sensing measurements could have been affected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited decreased sensing and high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.